Event description:
Rptr rec'd injections of synvisc starting in 2005, 2nd injection a week later and the third a week later. At 2am the next day pt woke up with the hives of armpits, stomach, thighs, back. Went out and got benadryl to stop the itching and called the md that administered the injections. She said for rptr to continue the benadryl and that the synvisc should be out of system within 24-48 hrs. Just as a precaution at night rptr did take the benadryl, but did not take it four days later because they were feeling ok and it was supposed to be done within 24-48 hrs, felt it was probably done. The next day at 4am rptr woke up with a worse case of the hives than previously. It was so bad rptr went to the ER. There they told rptr there are no documented cases in their database except for a probable one so there was nothing more that could be done. They had added prednisone and told rptr to continue and benadryl. Went back to work two days later. Two days later woke up at 4am again with the hives. Spoke to md and she is now saying that this could last several weeks. She is having rptr continue benadryl and extending the prednisone, however, rptr would think that there would be something to counteract this reaction.